Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search on the provided product code found the geometry of the mating handle was changed that mates with the sizer pin guides. CAPA (B)(4) was initiated on (B)(4) 2011 and closed on (B)(4) 2012 referencing eco# (B)(4) that was implemented on (B)(4) 2012. It is not known if the reported devices were manufactured prior to the changes as the lot number was not provided. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sizer pin guide is cracked with a piece broken off. The portion that is broken off is what connects to the cannulated curved handle.

Manufacturer narrative:
Examination of the returned device confirmed the complaint; a portion of the alignment boss feature broke off. The root cause is attributed to misuse; evidence suggests the end user is drilling the guide pin through the sizer which is causing fractures of the alignment boss feature. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.